Manufacturer narrative:
Upon receipt, the ICD was interrogated revealing the battery status mol1. The ICD was implanted for 57 months and 28 charging cycles were recorded to the device memory. In a next step, the ICD was subjected to an electrical analysis. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. Afibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD housing was opened. The visual inspection of the inner assembly showed no anomalies. In the course of analysis the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. As the ICD activated the eri status due to the detection of a low battery voltage, however no indication for an increased current consumption of the electronic module was found, the battery was sent to the manufacturer for further analysis. Analysis of the battery: the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. However, the battery voltage measurement indicated a battery depletion. Next, the battery was opened for destructive analysis. During inspection of the inner assembly, an insulation damage was identified, which resulted in an increased internal self-depletion within the battery. Ultimately, this finding is the root cause for the clinical observation. In summary, the ICD was implanted for 57 months. The therapeutic functionality of the device proved to be flawless. An increased internal self-depletion within the battery was found to be the root cause for the clinical observation.

Event description:
Ous MDR - after an implantation period of about 57 months, a possible premature battery depletion was reported via home monitoring. It was decided to replace the device. No adverse patient side effects have been reported.